Event description:
The patient reported that he has had some intermittencies with the sound and had not been able to hear with his audio processor on. The audiologist checked the audio processor on february 23, 2007, and found it to be functioning correctly. A loaner audio processor was tried on the patient, but the patient was still not able to hear. Testing was carried out and functional gain showed no significant difference between the unaided and aided thresholds for warble tones in soundfield. A rtf test was carried out and no response showed.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.